Manufacturer narrative:
(B)(4). Unable to confirm complaint, device not returned. Most likely underlying root cause: strip issue.

Event description:
Customer complains of hi results. Customer states that she is experiencing excessive thirst and blurred vision. Customer was advised to seek medical attention. The customer's expected blood results are 100-150mg/dl fasting. Customer performed a blood test and obtained hi; strip expiration date: 05/31/2016; reviewed meter memory: 1: hi (B)(6) 2015 01:04pm. Memory concerns: hi. Customer called seeking assistance to test with their newly purchased products. Customer complaint that the meter kept displaying error messages e2 and e3.